Event description:
It was reported that add-on burette ss vlv ps ball vlv had flow issues. The following information was provided by the initial reporter: unable to add medication to the burette using the medication port. Different syringes used with same result.

Manufacturer narrative:
H.6. Investigation: a 82115e sample was received for investigation with residual fluid present inside the set; no packaging was received with the sample, however a review of the laser ID from the smartsite component confirmed a possible lot number to be either 20106171, 20106172, 20106173, 20106174 or 20106175. A visual inspection of the 82115e sample did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience; functional testing was performed by connecting a 50ml bd plastipak syringe from stock to the smartsite component and flushing with fluid; no occlusion or flow restriction was identified during testing. A review of the production records for each of the potential lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that add-on burette ss vlv ps ball vlv had flow issues. The following information was provided by the initial reporter: unable to add medication to the burette using the medication port. Different syringes used with same result.